Event description:
It was reported that this unknown device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) requested further data in order to investigate this case. An attempt was made to obtain additional information regarding the model and serial number. At this time no further information is available. Should additional information become available this report will be updated. This device remains in service. No adverse patient effects were reported.